Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Further company follow-up with the consumer or lawyer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included headache, depression, psoriasis and body mass index normal. Concomitant products included alprazolam (xanax), clobetasol, escitalopram oxalate (lexapro), ibuprofen, triamterene, vicodin (lortab) and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fibromyalgia ("fibromyalgia"), chronic fatigue syndrome ("chronic fatigue syndrome"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("irritable bowel syndrome"), headache ("headaches"), nausea ("nausea"), paraesthesia ("tingling in arms, hands and lower legs"), weight increased ("weight gain"), depression ("depression") and psoriasis ("psoriasis (worsened)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, fibromyalgia, chronic fatigue syndrome, dysmenorrhoea, dyspareunia, irritable bowel syndrome, headache, nausea, paraesthesia, weight increased, depression and psoriasis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, chronic fatigue syndrome, depression, dysmenorrhoea, dyspareunia, fibromyalgia, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, nausea, paraesthesia, pelvic pain, psoriasis, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most, if not all symptoms were decreased following essure removal. Current weight 139 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. In (B)(6) 2010 she underwent hysterosalpingogram. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-oct-2018: pfs received. Reporter's information was added. Events added: abnormal bleeding (vaginal, menorrhagia), fibromyalgia, chronic fatigue syndrome, dysmenorrhea (cramping), dyspareunia, irritable bowel syndrome, headaches, nausea, tingling in arms, hands and lower legs, weight gain, depression, psoriasis. Concomitant diseases, concomitant drugs and lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz from 1996 to 2005 and depo provera in 1995. Concurrent conditions included headache, depression, psoriasis and body mass index normal. Concomitant products included alprazolam (xanax), clobetasol, escitalopram oxalate (lexapro), hydrocodone bitartrate; paracetamol (lortab), ibuprofen, triamterene and zolpidem tartrate (ambien). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fibromyalgia ("fibromyalgia"), chronic fatigue syndrome ("chronic fatigue syndrome"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("irritable bowel syndrome"), migraine ("migraines"), nausea ("nausea"), paraesthesia ("tingling in arms, hands and lower legs"), depression ("depression"), psoriasis ("psoriasis (worsened)") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, fibromyalgia, chronic fatigue syndrome, dysmenorrhoea, dyspareunia, irritable bowel syndrome, migraine, nausea, paraesthesia, weight increased, depression, psoriasis and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, chronic fatigue syndrome, depression, dysmenorrhoea, dyspareunia, fibromyalgia, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, paraesthesia, pelvic pain, psoriasis, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most, if not all symptoms were decreased following essure removal. Current weight 139 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - in 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 3-dec-2018: pfs received: new event migraine was added. Historical drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "bilateral tubal patency, post essure". The patient's previously administered products included for an unreported indication: yaz from 1996 to 2005 and depo provera in 1995. Concurrent conditions included headache, depression, psoriasis and body mass index normal. Concomitant products included alprazolam (xanax), clobetasol, escitalopram oxalate (lexapro), hydrocodone bitartrate;paracetamol (lortab), ibuprofen, triamterene and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fibromyalgia ("fibromyalgia"), chronic fatigue syndrome ("chronic fatigue syndrome"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("irritable bowel syndrome"), migraine ("migraines"), nausea ("nausea"), paraesthesia ("tingling in arms, hands and lower legs"), depression ("depression"), psoriasis ("psoriasis (worsened)") and headache ("headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, fibromyalgia, chronic fatigue syndrome, dysmenorrhoea, dyspareunia, irritable bowel syndrome, migraine, nausea, paraesthesia, weight increased, depression, psoriasis and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, chronic fatigue syndrome, depression, dysmenorrhoea, dyspareunia, fibromyalgia, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, paraesthesia, pelvic pain, psoriasis, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most, if not all symptoms were decreased following essure removal. Current weight 139 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unknown; on (B)(6) 2010: bilateral tubal patency, post essure. Pregnancy test - on (B)(6) 2010: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 19-feb-2020: medical records received: event: device ineffective, reporter, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "bilateral tubal patency, post essure". The patient's previously administered products included for an unreported indication: yaz from 1996 to 2005 and depo provera in 1995. Concurrent conditions included headache, depression, psoriasis and body mass index normal. Concomitant products included alprazolam (xanax), clobetasol, escitalopram oxalate (lexapro), hydrocodone bitartrate;paracetamol (lortab), ibuprofen, triamterene and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fibromyalgia ("fibromyalgia"), chronic fatigue syndrome ("chronic fatigue syndrome"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("irritable bowel syndrome"), migraine ("migraines"), nausea ("nausea"), paraesthesia ("tingling in arms, hands and lower legs"), depression ("depression"), psoriasis ("psoriasis (worsened)") and headache ("headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, fibromyalgia, chronic fatigue syndrome, dysmenorrhoea, dyspareunia, irritable bowel syndrome, migraine, nausea, paraesthesia, weight increased, depression, psoriasis and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, chronic fatigue syndrome, depression, dysmenorrhoea, dyspareunia, fibromyalgia, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, paraesthesia, pelvic pain, psoriasis, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most, if not all symptoms were decreased following essure removal. Current weight 139 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unknown; on (B)(6) 2010: bilateral tubal patency, post essure. Pregnancy test - on (B)(6) 2010: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 19-feb-2020: medical records received: event: device ineffective, reporter, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "bilateral tubal patency, post essure". The patient's previously administered products included for an unreported indication: yaz from 1996 to 2005 and depo provera in 1995. Concurrent conditions included headache, depression, psoriasis and body mass index normal. Concomitant products included alprazolam (xanax), clobetasol, escitalopram oxalate (lexapro), hydrocodone bitartrate;paracetamol (lortab), ibuprofen, triamterene and zolpidem tartrate (ambien). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fibromyalgia ("fibromyalgia"), chronic fatigue syndrome ("chronic fatigue syndrome"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("irritable bowel syndrome"), migraine ("migraines"), nausea ("nausea"), paraesthesia ("tingling in arms, hands and lower legs"), depression ("depression"), psoriasis ("psoriasis (worsened)") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, fibromyalgia, chronic fatigue syndrome, dysmenorrhoea, dyspareunia, irritable bowel syndrome, migraine, nausea, paraesthesia, weight increased, depression, psoriasis and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, chronic fatigue syndrome, depression, dysmenorrhoea, dyspareunia, fibromyalgia, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, paraesthesia, pelvic pain, psoriasis, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most, if not all symptoms were decreased following essure removal. Current weight 139 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unknown; on (B)(6) 2010: bilateral tubal patency, post essure. Pregnancy test - on (B)(6) 2010: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "bilateral tubal patency, post essure". The patient's previously administered products included for an unreported indication: yaz from 1996 to 2005 and depo provera in 1995. Concurrent conditions included headache, depression, psoriasis and body mass index normal. Concomitant products included alprazolam (xanax), clobetasol, escitalopram oxalate (lexapro), hydrocodone bitartrate;paracetamol (lortab), ibuprofen, triamterene and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fibromyalgia ("fibromyalgia"), chronic fatigue syndrome ("chronic fatigue syndrome"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("irritable bowel syndrome"), migraine ("migraines"), nausea ("nausea"), paraesthesia ("tingling in arms, hands and lower legs"), depression ("depression"), psoriasis ("psoriasis (worsened)") and headache ("headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, fibromyalgia, chronic fatigue syndrome, dysmenorrhoea, dyspareunia, irritable bowel syndrome, migraine, nausea, paraesthesia, weight increased, depression, psoriasis and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, chronic fatigue syndrome, depression, dysmenorrhoea, dyspareunia, fibromyalgia, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, paraesthesia, pelvic pain, psoriasis, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most, if not all symptoms were decreased following essure removal. Current weight: 139 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unknown; on (B)(6) 2010: bilateral tubal patency, post essure. Pregnancy test - on (B)(6) 2010: negative. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 19-feb-2020: medical records received: event: device ineffective, reporter, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.